Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the ipg had migrated. The patient underwent a revision procedure wherein the ipg was placed slightly deeper. The patient was doing well postoperatively.